Event description:
It was reported to philips that the system turned off twice causing loss of an image. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary procedure. The procedure was delayed by 2 min and completed after a reset of the device. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system turned off twice without warning. Upon troubleshooting, the rse determined that everything turned blank and 2 minutes later was back to normal. The rse reviewed the logfile and confirmed that the suite pc was crashing and/or loosing connection to the xray service. The rse advised the customer to reboot the system completely. After the reboot the system was working as per specification. The philips field service engineer (fse) visited the system onsite to check the functionality of the system and determined that the issue was no longer persisted. After reboot, the system was returned to use in good working order. The codes were updated based on the investigation outcome.